Event description:
The physician claims that the boston scientific (bsc) exxcel graft was implanted as part of a two-device femoral and sub femoral atherectomy procedure. The pt expired post-operatively. As of 3/21/07, we learned that the second device used was a silver hawk plaque excision system manufactured by fox hollow technologies, incorporated. This second device is not a bsc device. According to the hosp, the exxcel graft was the only bsc device used in the procedure. The physician confirmed that the death was not related to a bsc device malfunction. According to add'l info received, there may have been other bsc devices associated with this procedure, but their identity cannot be confirmed and has been denied by the hosp. Further information regarding this event appears, at this time, to be unattainable.

Manufacturer narrative:
Since no product is being returned, an eval is not possible and therefore, any issue with the device that may be directly or indirectly related to the event cannot be confirmed or denied. Based upon the above, a probable root cause of the complaint cannot be determined due to insufficient info. Therefore, no further action can be taken at this time.